Event description:
The facility reports during instruction of new personnel, the lift arm was being moved from the lower to upper position. It was checked to see that the lift arm was properly in place and locked. A therapist was placed in the sling and was moving around. The lift arm fell out of the lock and the therapist fell to the floor. Therapist injured the back, leg, and arm.